Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that after a recent pacemaker change out this right ventricular (rv) lead exhibited intermittent undersensing while the right atrial (ra) lead exhibited a possible loss of capture and/or farfield oversensing. Technical services (ts) evaluated the system and recommended adjusting the rv lead channel's sensitivity or using a fixed sensitivity. Ts suggested further evaluating the system in office and to confirm the ra lead allegations. No adverse patient effects were reported. This pacemaker system remains in service.

Event description:
It was reported that after a recent pacemaker change out this non-boston scientific right ventricular (rv) lead exhibited intermittent undersensing while the non-boston scientific right atrial (ra) lead exhibited possible loss of capture and/or farfield oversensing. Technical services (ts) evaluated the system and recommended adjusting the rv lead channel's sensitivity or using a fixed sensitivity. Ts suggested further evaluating the system in office and to confirm the ra lead allegations. No adverse patient effects were reported. This pacemaker system remains in service.

Manufacturer narrative:
Correction made to the complaint summary.